Manufacturer narrative:
For regularization - retrospective review / FDA request. Everything conforms to specifications both in metrology and mechanical tests. No recovery of the wafer - no additional element. In the absence of additional information concerning this incident and in the impossibility of carrying out an expert report, the file is closed without further action. The cause of the breakage is not determinable. No corrective action implemented.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Incident transmitted by our sales representative : "dr. (B)(6) just broke suddenly 2 pullup xl at the splice 1 yesterday and 1 today. No statement from him ".